Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated procedure. Thereafter the ipg was unable to communicate with the external devices and displayed an error message. As a result, the ipg was possibly inoperable. Surgery was undertaken to explant the ipg. Manufacturer representative was not present at the time of explant.